Event description:
A patient reported true for the following on the initial support form: discomfort, excessive bleeding, inflammation, blisters, not fitting and sensitivity. The patient stated that every time they use their aligners, they get blisters in their mouth, lips and their gums have been bleeding a lot. The patient said that they use them all day and night, they only take them off to eat. The patient said that they have been using the hyper byte, but it is not as strong as when it was new. The patient said that they are still on number 13, no change and it does not fit well.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.